Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's refrigerator door sensor malfunctioned, and the sensor failed frequently. A field service engineer (fse) found that the smart remote manager failed intermittently, and the issue could not be replicated. The fse cleaned the micro switch leads and tightened the connectors. Additionally, the fse found a loose pyxis bus cable, secured it and resolved the issue. The hasp was adjusted for better connectivity. During the process, thestation had become stuck in the operating system update loop, required a wait for completion before proceeding. The system functioned as intended after the field service engineer repairedthe device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator door sensor had malfunctioned, failed to detect door closure. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, no delay was reported. There were no adverse events or injuries reported based on this incident.